Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 3 and linked to mfg report numbers 3004608878-2023-00014 and 3004608878-2023-00016: a facility reported that while the mayfield system (a1018 mayfield swivel adaptor) was in contact with a patient for an unspecified procedure, a problem occurred and the patient was injured. Additional information received states that "when palpating the anatomical relationships, the patient's head in the mayfield had moved 15 degrees from the (horizontal) position." The problem led to increased surgery time.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all specific functional testing requirements. No repairs are needed at this time. Root cause - complaint not confirmed. Evaluation of the returned unit found no defects. Probable root cause for the reported complaint is improper or suboptimal positioning of the mayfield system on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.